Manufacturer narrative:
Initial and final MDR 1901074- MDR 3003442380-2024- 11703- device 1 of 2 patient country: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in united kingdom. On (B)(6) 2024, it was reported by the patient that two infusion set tubing detached from connector due to which hyperglycemia occurs within 24 hours of use. High blood glucose level was 13mmol/l. Event occurred on 05/23/2024 and 05/07/2024. Patient replaced infusion set and resumed insulin successfully. No further information was available.